Event description:
During preventative maintenance of the device, the user reported, the unit failed to power on. No other details regarding the nature of the event were reported. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.